Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a thoracic aortic aneurysm at the distal arch and a descending aortic dissection using gore tag thoracic endoprosthesis. First, a tag device was implanted to close the entry hole of the aortic dissection. Next, a tg3720 was implanted proximally to repair the aortic aneurysm at the distal arch. The two devices overlapped in the aorta. Although the final angiogram showed a proximal type 1 endoleak, the physician took a wait-and-see approach. On (B)(6) 2011, the physician implanted an additional tag device to treat the proximal type I endoleak. The pt tolerated the procedure. On (B)(6) 2011, follow-up computed tomography revealed the type I endoleak was resolved.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, follow-up imaging revealed a proximal type I endoleak. Aneurysm diameter was 51mm. On (B)(6) 2009, in a six-month follow-up study, the proximal type I endoleak had persisted. Aneurysm diameter was 50mm. On (B)(6) 2010, in a one-year follow-up study, the proximal type I endoleak had still persisted. Aneurysm diameter was 52mm. The diameter of the proximal aortic neck was reported to measure 34-36 mm at the initial procedure. At the intervention, the neck diameter reportedly measured 35-37 mm. It was reported the device was initially undersized, which contributed to the endoleak.